Event description:
The following event was reported to implantcast gmbh: "the re-presentation of the patient takes place because of persistent pain of the right hip joint during consultation hours on (B)(6) 2023. The patient reports that the first year postoperatively had been satisfactory, after which there had been increasing complaints in the area of the thigh on the right side. The patient complains of a pronounced night pain, as well as a stress pain emphasized of the thigh, partly emanating up to above the knee. Only there is also a pain at rest. A puncture of the hip joint on the right already took place on (B)(6) 2021, at that time without germ detection. A detailed diagnosis is said to have taken place at the doctor's surgery, also a higher-grade pathology in the area of the lumbar spine has been excluded, so that today, with a continued reduced quality of life, he presents himself again with the question of possible surgical intervention. In (B)(6) 2021, the patient suffered a heart attack, since then there has been a long-term clopidogrel therapy. Hypothesis: highly suspected aseptic stem loosening"

Manufacturer narrative:
Investigation of damage optical examination as there were neither explants nor intraoperative taken pictures provided, an optical examination could not be executed. Examination of the manufacturing documents and material certificates examination of the manufacturing documents and material certificates examination of the dimensional accuracy and functional testing table 2: examination of the dimensional accuracy and functional testing expert report table 3: expert report 1.5 examination of the medical records gender: male age: 80 years height: 178 cm weight: 88 kg bmi: 27.8 kg/m² activity level: normal date of implantation: (B)(6) 2020 date of explantation: (B)(6) 2023 several x-ray images are available for investigation. Figure 1 shows the most current x-rays in a-p (figure 1, a) and lateral (figure 1, b) direction. A lysis hem is visible (red arrow). No current information regarding possible infection is available. 1.6 information material on the product concerned the surgical technique "ecofit® hip stem system 133°/123°" (as of 12.08.2021) comprehensively describes the implantation of the components. There are no indications of a faulty or incomplete surgical technique. The instructions for use " cementless femoral hip stems" (as of 11.08.2022) has been reviewed. There are no indications of an error. Within the section " implant-specific complications (negative effects / side-effects)", it is stated: "[...] In the following, the most frequent side-effects and complications are listed, which can occur in connection with the implantation of a hip endoprosthesis: [...] - implant subsidence or early loosening, [...]" 2. Categorisation and interpretation of the results of the examination the ecofit® hip stem wasn't available for an optical investigation. As there were also no intraoperative pictures provided, an optical examination could not be carried out. The manufacturing protocols as well as sterilization protocols are flawless and show no deviations. Neither the surgical technique nor the instructions for use show any deviations. Early loosening is mentioned in the instruction for use as possible implant-specific complications. Available x-ray images show a lysis hem in the area of the proximal femur. A reason for this lysis can not be determined from these images. Current information regarding a possible periprosthetic infection is not available. In conclusion, no evidence could be found pointing to a technical cause.

Manufacturer narrative:
1. Investigation of damage. 1.1 optical examination: an optical examination of the products received has not been finalized yet. 1.2 examination of the manufacturing documents and material certificates. Table 1: examination of the manufacturing documents and material certificates. 1.3 examination of the dimensional accuracy and functional testing. Table 2: examination of the dimensional accuracy and functional testing. 1.4 expert report. Table 3: expert report. 1.5 examination of the medical records: gender: male. Age: 80 years. Height: 178 cm. Weight: 88 kg. Bmi: 27.8 kg/m². Activity level: normal. Date of implantation: (B)(6) 2020. Date of explantation: (B)(6) 2023. Several x-ray images are available for investigation. In comparison to the x-ray images taken post implantation (see figure 1), the images that were taken later show, that the implant descended deeper into the bone while implanted. Figure 2 shows the most current x-rays in a-p (figure 2, a) and lateral (figure 2, b) direction. A lysis hem is visible (red arrow). The available pathology report found no bacterial growth after long-term incubation and no signs of abrasion-induced loosening. The surgery report of the revision states that the stem was loos and only connected to the bone by connective tissue. There were no signs of an infection after removal of the stem. 1.6 information material on the product concerned. The surgical technique "ecofit® hip stem system 133°/123°" (as of (B)(6) 2021), comprehensively describes the implantation of the components. There are no indications of a faulty or incomplete surgical technique. The instructions for use " cementless femoral hip stems" (as of (B)(6) 2022) has been reviewed. There are no indications of an error. Within the section " implant-specific complications (negative effects / side-effects)", it is stated: "[...] In the following, the most frequent side-effects and complications are listed, which can occur in connection with the implantation of a hip endoprosthesis: [...] - implant subsidence or early loosening, [...]" 2. Categorisation and interpretation of the results of the examination: the manufacturing protocols as well as sterilization protocols are flawless and show no deviations. Neither the surgical technique nor the instructions for use show any deviations. Early loosening is mentioned in the instruction for use as possible implant-specific complications. Available x-ray images show a lysis hem in the area of the proximal femur. A reason for this lysis can not be determined from these images.. Compared to x-ray images taken after the implantation, on the more recent images it can be seen, that the stem descendent into the bone over time. The surgery report states that the stem is loos, but no signs for an infection were detected. Also, a pathology report could not find a reason for loosening. There were no bacterial growths nor signs for abrasion-induced loosening. Assessment dated (B)(6) 2023: the follow-up information received on 19.04.2023 (pathology report, post-implant radiographs, surgery report of the implantation) did not reveal any information that would change the initial assessment of (B)(6) 2023: the cause of the MDR reportable event is unknown, no evidence could be found pointing to a technical cause.

Event description:
The following event was reported to implantcast gmbh: "the re-presentation of the patient takes place because of persistent pain of the right hip joint during consultation hours on (B)(6) 2023. The patient reports that the first year postoperatively had been satisfactory, after which there had been increasing complaints in the area of the thigh on the right side. The patient complains of a pronounced night pain, as well as a stress pain emphasized of the thigh, partly emanating up to above the knee. Only there is also a pain at rest. A puncture of the hip joint on the right already took place on (B)(6) 2021, at that time without germ detection. A detailed diagnosis is said to have taken place at the doctor's surgery, also a higher-grade pathology in the area of the lumbar spine has been excluded, so that today, with a continued reduced quality of life, he presents himself again with the question of possible surgical intervention. In (B)(6) 2021, the patient suffered a heart attack, since then there has been a long-term clopidogrel therapy. Hypothesis: highly suspected aseptic stem loosening."

Manufacturer narrative:
1. Investigation of damage. 1.1 optical examination. Figure 1 shows an overview of the available products for the optical examination. These include: 1. Ecofit® hip stem 133° cementless lateralized sz. 15mm cpti. 2. Ic-head biolox® delta taper 12/14mm ø 32mm, m. 3. Pe insert 0° ø 32/44mm. The ecofit® hip stem 133° cementless shows scratches in the area of the femoral neck. The femoral head shows metal abrasion on the ball surface as well as on the inside of the cone. In figure 4 the pe insert 0° is visualized. The pe insert shows damages. 1.2 examination of the manufacturing documents and material certificates. Table 1: examination of the manufacturing documents and material certificates. 1.3 examination of the dimensional accuracy and functional testing. Table 2: examination of the dimensional accuracy and functional testing. 1.4 expert report. Table 3: expert report. 1.5 examination of the medical records, gender: male, age: 80 years, height: 178 cm, weight: 88 kg, bmi: 27.8 kg/m², activity level: normal, date of implantation: (B)(6) 2020, date of explantation: (B)(6) 2023. Several x-ray images are available for investigation. In comparison to the x-ray images taken post implantation (see figure 5), the images that were taken later show, that the implant descended deeper into the bone while implanted. Figure 6 shows the most current x-rays in a-p (figure 6, a) and lateral (figure 6, b) direction. A lysis hem is visible (red arrow). The available pathology report found no bacterial growth after long-term incubation and no signs of abrasion-induced loosening. The surgery report of the revision states that the stem was loos and only connected to the bone by connective tissue. There were no signs of an infection after removal of the stem. 1.6 information material on the product concerned the surgical technique "ecofit® hip stem system 133°/123°" (as of 12.08.2021) comprehensively describes the implantation of the components. There are no indications of a faulty or incomplete surgical technique. The instructions for use " cementless femoral hip stems" (as of 11.08.2022) has been reviewed. There are no indications of an error. Within the section " implant-specific complications (negative effects / side-effects)", it is stated: "[...] In the following, the most frequent side-effects and complications are listed, which can occur in connection with the implantation of a hip endoprosthesis: [...] - implant subsidence or early loosening, [...]". 2. Categorisation and interpretation of the results of the examination the explants were available for an optical examination. The ecofit® hip stem 133° cementless lateralized shows scratches around the femoral neck. The femoral head shows metal abrasion on the ball surface as well as on the inside of the cone. The pe insert also shows damages. All of these damages probably occurred during explantation. The manufacturing protocols as well as sterilization protocols are flawless and show no deviations. Neither the surgical technique nor the instructions for use show any deviations. Early loosening is mentioned in the instruction for use as possible implant-specific complications. Available x-ray images show a lysis hem in the area of the proximal femur. Compared to x-ray images taken after the implantation, on the more recent images it can be seen, that the stem descendent into the bone over time. This might have been prevented by use of a larger stem or a stem with a collar but this cannot be determined definitely. The surgery report states that the stem is loos, but no signs for an infection were detected. Also, a pathology report could not find a reason for loosening. There were no bacterial growths nor signs for abrasion-induced loosening. Based on the available information, no technical cause for the aseptic loosening could be determined. The pain described in the report is probably caused by the aseptic loosening.

Event description:
The following event was reported to implant cast gmbh: "the re-presentation of the patient takes place because of persistent pain of the right hip joint during consultation hours on (B)(6) 2023. The patient reports that the first year postoperatively had been satisfactory, after which there had been increasing complaints in the area of the thigh on the right side. The patient complains of a pronounced night pain, as well as a stress pain emphasized of the thigh, partly emanating up to above the knee. Only there is also a pain at rest. A puncture of the hip joint on the right already took place on (B)(6) 2021, at that time without germ detection. A detailed diagnosis is said to have taken place at the doctor's surgery, also a higher-grade pathology in the area of the lumbar spine has been excluded, so that today, with a continued reduced quality of life, he presents himself again with the question of possible surgical intervention. In december 2021, the patient suffered a heart attack, since then there has been a long-term clopidogrel therapy. Hypothesis: highly suspected aseptic stem loosening".